Manufacturer narrative:
The pump was received with no button response at the esc, act, up and down buttons due to an unlocked lcd keypad connector during visual inspection. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump's buttons did not work. The customer connected to a different insulin pump. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.